Manufacturer narrative:
Device-c. D6: device returned with no lot ID. Based upon the inquiry info rec'd, visual examination and functional test, it was concluded that the reported incident during surgery occurred due to a skewed handle weld in instrument (b). Three instruments were rec'd. The obturator handle in instrument (b) was measured and found to be skewed. The obturator handle is welded during the assembly process. Instruments (a) and (c) were examined, and cycled repeatedly without incident. No deformity could be identified with instruments (a) and (c).

Event description:
It was reported the devices were used during a diagnostic laparoscopy. It was reported the surgeon could not get the trocar shield to retract allowing the trocar blade to be exposed. A second trocar was opened with the same occurrence reported by the surgeon. A third was opened. The surgical tech tried and failed to consequence to the pt.